Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, led segments on the led digits failed to fully light up. The device was able to obtain readings, but the readings were not clear due to the blank led segment. No accuracy test was performed due to the blank led segment. Internal inspection isolated the failure to the "u19" chip on the system circuit board, preventing the unit from displaying the correct spo2 measurements. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported spo2 readings are below the expected values. Unit read 50% on an healthy person. No consequences or impact to patient was reported.